Event description:
Potential for injury associated with a tdxsp custom power chair where the joystick is getting an getting an intermittent drive lockout failure. This issue could affect the functionality of the chair and cause erratic/unintended movement or stopping which could injure a user or leave a user stranded.